Event description:
The customer was requesting information to the error 210.6041 they received on their device. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of inquiring information to error 210.6041 . Technical support - 1. Replace the defective display. 2. Return to factory. Explained problematic error for the device. Customer to replace part with known working part to isolate problem fault. Informed customer to inter-change the display board. Informed customer if any further concerns and/or issues to give a call back. End call. A review of the device history record showed the device had a manufacture date of 01/09/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer was requesting information to the error 210.6041 they received on their device. No patient involvement.